Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead failed to advance in the catheter. The stylet was stuck in the lead and failed to be removed despite multiple attempts. The physician complaint that the lead had quality issue. The lead was not used and replaced during procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to advance the lead in catheter, "stylet was stuck in the lead" and "lead had quality issues¿. As received, a complete lead was returned in one piece without a stylet. The reported events of failure to advance lead in catheter and "stylet was stuck in the lead" were not confirmed. A stylet was able to be inserted inside the lead and removed without difficulties. The lead insertion to catheter was performed and the lead was able to be fully inserted into the catheter and removed with no resistance. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies.